Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p32, which has a similar product distributed in the us, list number 02k91-29.

Event description:
The customer reports that on (B)(6) 2018, sample (B)(6) generated an alinity I ca19-9xr assay result of 23.98 u/ml on an alinity I processing module. The customer uses a reference cut off value for this assay of less than 37.0 u/ml. The patient's physician questioned the result as not fitting the patient's clinical condition. On (B)(6) 2018, the same tube from the same patient was retested (as sample (B)(6)) and generated a result of "< 2.06 u/ml" (low linear level) twice. A new sample was then collected from this patient, which generated a ca 19-9xr assay result of "< 2.06 u/ml." No instrument issues were noted. The customer was unable to obtain the diagnosis on this patient. There is no impact to patient management reported.

Manufacturer narrative:
On 22june2018 a mistake was identified, the correct same/similar product for ln 8p32 is 2k91-33 which is manufactured in weisbaden, germany. An incorrect manufacturing report was submitted against the 2k91-29 (manufactured in lake county, il USA). There was no impact to patient management reported. A product evaluation was performed and closed on 20june2018 and there was no deficiency and no malfunction identified. The 2 discrepant data points were below the linearity of the assay. Therefore, this event no longer meets reporting criteria. The investigation results are still provided: further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Using worldwide data through abbottlink the historical performance of reagent lot 77004m800 was compared to the performance of all architect ca 19-9 xr reagent lots in the field. The patient medians were analyzed and found no significant difference in performance compared to historical performance. Architect ca19-9xr reagent lot 77004m800 was used to review patient medians since it contains the same material and was split filled with alinity I ca 19-9 xr lot 79092fp00. Patient median data is not available for the alinity product. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.